Event description:
Customer initially reports cryo solution not working properly. On (B)(6) 2015, doctor reports that the cryo solution squirted out of the side of the device during use and burned/blistered her hand. She treated her hand with tepid water rinse, application of silvadene ointment and gauze wrap. Hand was healed in about a week and a half.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.